Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported that there was no ultrasound. The handpiece and the footswitch were changed.

Manufacturer narrative:
The customer reported that the system had no ultrasound. The customer called the company service representative to assist with troubleshooting. The handpiece and footswitch were replaced by the customer and no further issues were reported. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on october 15, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).